Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire tip detachment occurred. The lesion was located in the right coronary artery (rca). The physician was completing rotational atherectomy with an unspecified rotalink burr when it was noted that the floppy rotawire guide wire tip had detached. No retrieval attempts were made, and the tip remains secure in the distal rca. The patient was put on a blood thinner regimen. No further patient complications were reported, and patient status is listed as stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: one device was received with its original pouch. The visual and tactile inspection was performed and the device presents the spring tip fractured with approximately 0.5cm of the spring tip missing. All the device measurements are within the specifications. The fractured section was sent to sem lab for fracture analysis. Results:the fracture area showed evidence of elongated dimple rupture in a twist or torsional direction. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire tip detachment occurred. The lesion was located in the right coronary artery (rca). The physician was completing rotational atherectomy with an unspecified rotalink burr when it was noted that the floppy rotawire guide wire tip had detached. No retrieval attempts were made, and the tip remains secure in the distal rca. The patient was put on a blood thinner regimen. No further patient complications were reported, and patient status is listed as stable.